Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, delay in pyxis medstation login. User able to quick enter their username and took 15-20 sec to scan fingerprint. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.